Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient's device was removed after an infection was found at the ipg pocket. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful.